Manufacturer narrative:
(B)(4). Method: MFR/eval/investigation in process. Device has been requested. No product returned. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that protime microcoagulation system generated a pt/inr 1.4. The lab generated a pt/inr 2.06. The pt's therapeutic range was pt/inr 2.0-3.0. No adverse event(s) reported.